Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Thyroidectomy - "tissue sticking to jaws after surgeon tries to open jaws after tissue sealing. Surgeon complains that the sticking has gotten worse and cleaning jaws only helps a little. Surgeon stated they have to use lube on jaws to help with sticking." Patient status - "stable"

Manufacturer narrative:
The incident product was not returned for evaluation and no lot number was provided. In the absence of the subject device, it is difficult to determine the root cause of the event. Similar events have shown that the sinking of the conductive stop can lead to an insufficient gap between the jaws, which can result in increased tissue adherence. Although the exact root cause of the event could not be determined, applied medical has opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions, where applicable, to mitigate this type of incident. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.